Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The hip joint dislocated, and a revision was necessary. The patient had a uhr head and an accolade ii stem. Intraoperatively, it turned out that the head was not held on the stem, and the operator removed the head from the stem cone without any resistance. After removing the head and stem, stimulan was used because the patient had an infection.

Event description:
The hip joint dislocated, and a revision was necessary. The patient had a uhr head and an accolade ii stem. Intraoperatively, it turned out that the head was not held on the stem, and the operator removed the head from the stem cone without any resistance. After removing the head and stem, stimulant was used because the patient had an infection.

Manufacturer narrative:
An event regarding dislocation and infection involving a metal head was reported. The event of dislocation was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient underwent unipolar arthroplasty for a transcervical neck fracture. This subsequently dislocated and was revised . At the time of the revision the stem was found to be grossly loose and the joint was infected. An incision and debridement was carried out along with explantation of the unipolar prosthesis. The root cause of this dislocation and infection cannot be determined from the documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been 1 other similar events for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. It was reported that the patient was revised due to dislocation and infection. A review of the provided medical information by a clinical consultant indicated: "the patient underwent unipolar arthroplasty for a transcervical neck fracture. This subsequently dislocated and was revised . At the time of the revision the stem was found to be grossly loose and the joint was infected. An incision and debridement was carried out along with explantation of the unipolar prosthesis. The root cause of this dislocation and infection cannot be determined from the documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: uhr bipolar 28x49mm; cat# uh1-49-28; lot# 864dat. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An event regarding dislocation and infection involving a metal head was reported. The event of dislocation was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: damage consistent with explanation observed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient underwent unipolar arthroplasty for a transcervical neck fracture. This subsequently dislocated and was revised . At the time of the revision the stem was found to be grossly loose and the joint was infected. An incision and debridement was carried out along with explantation of the unipolar prosthesis. The root cause of this dislocation and infection cannot be determined from the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar events for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. It was reported that the patient was revised due to dislocation and infection. A review of the provided medical information by a clinical consultant indicated: "the patient underwent unipolar arthroplasty for a transcervical neck fracture. This subsequently dislocated and was revised. At the time of the revision the stem was found to be grossly loose and the joint was infected. An incision and debridement was carried out along with explantation of the unipolar prosthesis. The root cause of this dislocation and infection cannot be determined from the documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.